Event description:
The customer stated that his meter was not reading accurately. As a result of this, he took more insulin than what was needed and went into a diabetic coma. An ambulance was called to take him to the hosp. No other info was provided about any treatment received. The meter and strips are to be returned for evaluation.